Event description:
The customer reported that the bipolar function was starting itself during a davinci robotic case. It is unk whether or not the unit was set on autobipolar, as multiple attempts to reach operating room staff at the site for more info failed. There was no injury to the pt or staff.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under eval, when unit eval is complete, a f/u report will be submitted.